Manufacturer narrative:
A product investigation was completed: the t-handle t25 stardrive shaft f/matrix-standard (part number 03.632.004; lot number 7575336, manufacture date 07august2014) was returned. Upon visual examination of the five complained devices it can be seen that a gap exists between the handle and the shaft of the returned instrument. The complaint condition of broken; procedural step unknown is confirmed. Review of the device history records showed that there were no issues during the manufacture of the products that would contribute to this complaint condition. The technique guides were reviewed. The device is indicated for the final tightening and loosening of locking caps. A warning note is included to use a calibrated 10nm torque limiting handle for tightening or loosening locking caps. The relevant product drawing was reviewed. The broken thread pattern at the proximal head is indicative of excessive torsional stresses. Bending forces may have also been applied to the driver when the user was trying to change the direction of the screw. This coupled with excessive torsional force likely caused the driver to fail. Testing showed that the driver yields at approximately 15nm and shears at greater than or equal to 20nm. The driver is suitable for its intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted during the evaluation of the product by the manufacturer that the matrix t-handles were broken, not stripped as initially reported.

Event description:
It was reported that during a routine inspection, it was noticed that three t-handle t25 stardrive shafts for matrix-standard, and two t-handle t25 stardrive shafts for matrix-long were stripped. There was no case or patient involvement. No issues with the devices prior to discovery. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. A review of the device history records was completed: (B)(4). Manufactured the t-handle t25 stardrive shaft f/matrix, part number 03.632.004, and lot 7575336. Initially, the part conformed to the supplier¿s certificate of conformance and was inspected and conformed to the synthes final inspection sheet. A non-conformance report was issued for missing visual inspection; the lot was re-inspected and the product was found conforming, and the non-conformance report was closed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.